Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using night aligners, the patient aligners adjusted one of the crowns for a root canal and, per the dental provider, tooth #19 needed to be extracted due to a crack on the tooth and infection.